Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), genital haemorrhage ('abnormal bleeding (general)'), ovarian cancer ('tumor/teratoma / cancer type: ovarian carcinoma/malignant ovaran cancer/cancer'), autoimmune disorder ('autoimmune disorder'), deep vein thrombosis ('dvt') and thrombosis ('blood clots in legs') in a 42-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery, herpes simplex virus test positive, iron deficiency anemia, gerd, bronchitis and sciatica. Concurrent conditions included body mass index normal, vitamin d deficiency, urinary urgency, cystadenocarcinoma ovary and pneumonia. Family history included diabetes (maternal grandmother and paternal grandmother), cancer (maternal grandmother) and heart disease, unspecified (maternal grandfather). Concomitant products included apixaban (eliquis) from (B)(6) 2016 to (B)(6) 2016, ibuprofen since (B)(6) 2006, levofloxacin (lovenox) from (B)(6) 2016 to (B)(6) 2017 and omeprazole from (B)(6) 2016 to (B)(6) 2016. In 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant) and anaemia ("anemia/severely anemic"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced migraine ("migraines / headaches"), nausea ("nausea") and abdominal discomfort ("discomfort in stomach"). In (B)(6) 2006, the patient experienced fatigue ("fatigue"). In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced onychomadesis ("nails falling off wino explanation/nails falling off") and onychomycosis ("nail fungus"). In 2013, the patient was found to have weight increased ("weight gain"). In 2015, the patient experienced deep vein thrombosis (seriousness criterion medically significant) and thrombosis (seriousness criterion medically significant). On (B)(6) 2016, the patient was found to have ovarian cancer (seriousness criterion medically significant) with ovarian neoplasm, 9 years 7 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), headache ("headaches"), pelvic pain ("pelvic pain"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), alopecia ("hair loss"), dental caries ("tooth decay"), adenomyosis ("adenomyosis"), abdominal distension ("bloating") and loss of libido ("no sex drive") and was found to have hormone level abnormal ("hormonal changes"), teratoma ("teratomas"), cervix carcinoma ("cervical cancer") and uterine cancer ("uterine cancer"). The patient was treated with surgery (complete infracolic omentectomy, appendectomy and hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the abdominal pain, ovarian cancer, autoimmune disorder, female sexual dysfunction, anaemia, thrombosis, dysmenorrhoea, dyspareunia, back pain, onychomadesis, headache, pelvic pain, bladder disorder and urinary tract disorder had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, deep vein thrombosis, nausea, fatigue, weight increased, abdominal discomfort, onychomycosis, psychological trauma, hormone level abnormal, teratoma, alopecia, dental caries, adenomyosis, cervix carcinoma, uterine cancer, abdominal distension and loss of libido outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, adenomyosis, alopecia, anaemia, autoimmune disorder, back pain, bladder disorder, cervix carcinoma, deep vein thrombosis, dental caries, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, loss of libido, menorrhagia, migraine, nausea, onychomadesis, onychomycosis, ovarian cancer, pelvic pain, psychological trauma, teratoma, thrombosis, urinary tract disorder, uterine cancer, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight as of (B)(6) 2019: 180 lbs. Approximate weight at the time of essure placement 135 lbs. There were approximately 2-3 coils that were left outside the tubal ostia. As discrepancy noted in date of removal: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Abdomen scan - on (B)(6) 2016: a CT abdomen and pelvis on (B)(6) 2016 revealed a 17 cm complex cystic abdominal mass as well as bilateral hydronephrosis related to ureteral obstruction by the mass and a small dvt in the left common femoral vein. Hysterosalpingogram - in (B)(6) 2006: result: total bilateral occlusion. Pathology test - on (B)(6) 2016: diagnosis: ascites fluid, cytology: negative for malignant cells. Right fallopian tube and ovary, salpingo-oophorectomy: mucinous cystadenocarcinoma, ovary (see comment). Fallopian tube uninvolved. Appendix, appendectomy: benign appendix. Negative for carcinoma. Omentum, omentectomy: benign adipose tissue. Negative for carc inoma. Uterus with left adnexa, hysterectomy and left salpingo-oophorectomy: benign endocervical polyp, cervix, and endocervix. Benign secretory endometrium. Benign myometrium. Benign ovary. Benign fallopian tube. Negative for carcinoma.; on (B)(6) 2016: mucinous carcinoma of the ovary, stage-ic2. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: abdominal pain, vaginal haemorrhage, ovarian cancer, fatigue the following information was received from social media hair loss, tooth decay, adenomyosis, cervical cancer, uterine cancer, bloating, no sex drive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event added- hair loss, tooth decay, adenomyosis, cervical cancer, uterine cancer, bloating, no sex drive. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), genital haemorrhage ('abnormal bleeding (general)'), ovarian cancer ('tumor/teratoma / cancer type: ovarian carcinoma/malignant ovaran cancer/cancer'), autoimmune disorder ('autoimmune disorder'), deep vein thrombosis ('dvt') and thrombosis ('blood clots') in a 42-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery, herpes simplex virus test positive, iron deficiency anemia, gerd, bronchitis and sciatica. Concurrent conditions included body mass index normal, vitamin d deficiency, urinary urgency, cystadenocarcinoma ovary and pneumonia. Family history included diabetes (maternal grandmother and paternal grandmother), cancer (maternal grandmother) and heart disease, unspecified (maternal grandfather). Concomitant products included apixaban (eliquis) from (B)(6) 2016 to (B)(6) 2016, ibuprofen since (B)(6) 2006, levofloxacin (lovenox) from (B)(6) 2016 to (B)(6) 2017 and omeprazole from (B)(6) 2016 to (B)(6) 2016. In 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant) and anaemia ("anemia"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced migraine ("migraines / headaches"), nausea ("nausea") and abdominal discomfort ("discomfort in stomach"). In (B)(6) 2006, the patient experienced fatigue ("fatigue"). In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced onychomadesis ("nails falling off wino explanation/nails falling off") and onychomycosis ("nail fungus"). In 2013, the patient was found to have weight increased ("weight gain"). In 2015, the patient experienced deep vein thrombosis (seriousness criterion medically significant) and thrombosis (seriousness criterion medically significant). On (B)(6) 2016, the patient was found to have ovarian cancer (seriousness criterion medically significant) with ovarian neoplasm, 9 years 7 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), headache ("headaches"), pelvic pain ("pelvic pain"), psychological trauma ("psych injury"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems") and was found to have hormone level abnormal ("hormonal changes") and teratoma ("teratomas"). The patient was treated with surgery (complete infracolic omentectomy, appendectomy and hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the abdominal pain, ovarian cancer, autoimmune disorder, female sexual dysfunction, anaemia, thrombosis, dysmenorrhoea, dyspareunia, back pain, onychomadesis, headache, pelvic pain, bladder disorder and urinary tract disorder had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, deep vein thrombosis, nausea, fatigue, weight increased, abdominal discomfort, onychomycosis, psychological trauma, hormone level abnormal and teratoma outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, anaemia, autoimmune disorder, back pain, bladder disorder, deep vein thrombosis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, onychomadesis, onychomycosis, ovarian cancer, pelvic pain, psychological trauma, teratoma, thrombosis, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight as of (B)(6) 2019: 180 lbs. Approximate weight at the time of essure placement 135 lbs. There were approximately 2-3 coils that were left outside the tubal ostia. As discrepancy noted in date of removal: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Abdomen scan - on (B)(6) 2016: a CT abdomen and pelvis on (B)(6) 2016 revealed a 17 cm complex cystic abdominal mass as well as bilateral hydronephrosis related to ureteral obstruction by the mass and a small dvt in the left common femoral vein.. Hysterosalpingogram - in (B)(6) 2006: result: total bilateral occlusion.. Pathology test - on (B)(6) 2016: diagnosis: 1) ascites fluid, cytology: - negative for malignant cells. 2) right fallopian tube and ovary, salpingo-oophorectomy: - mucinous cystadenocarcinoma, ovary (see comment). - fallopian tube uninvolved. 3) appendix, appendectomy: - benign appendix. - negative for carcinoma. 4) omentum, omentectomy: - benign adipose tissue. - negative for carc inoma. 5) uterus with left adnexa, hysterectomy and left salpingo-oophorectomy: - benign endocervical polyp, cervix, and endocervix. - benign secretory endometrium. - benign myometrium. - benign ovary. - benign fallopian tube. - negative for carcinoma.; on (B)(6) 2016: mucinous carcinoma of the ovary, stage-ic2. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: abdominal pain, vaginal haemorrhage, ovarian cancer, fatigue quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: evevnt was added- autoimmune disorder, pelvic pain, psych injury, bladder problems, urinary problems, hormonal changes, and teratomas. Event outcome was added- pain, autoimmune, bladder/urinary was resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), ovarian cancer ('tumor/teratoma / cancer type: ovarian carcinoma/malignant ovaran cancer/cancer'), autoimmune disorder ('autoimmune disorder'), deep vein thrombosis ('dvt') and thrombosis ('blood clots in legs') in a 42-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery, herpes simplex virus test positive, iron deficiency anemia, gerd, bronchitis and sciatica. Concurrent conditions included body mass index normal, vitamin d deficiency, urinary urgency, cystadenocarcinoma ovary and pneumonia. Family history included diabetes (maternal grandmother and paternal grandmother), cancer (maternal grandmother) and heart disease, unspecified (maternal grandfather). Concomitant products included apixaban (eliquis) from may 2016 to august 2016, ibuprofen since (B)(6) 2006, levofloxacin (lovenox) from april 2016 to march 2017 and omeprazole from january 2016 to september 2016. In 2006, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and anaemia ("anemia/severely anemic"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced migraine ("migraines / headaches"), nausea ("nausea") and abdominal discomfort ("discomfort in stomach"). In (B)(6) 2006, the patient experienced fatigue ("fatigue"). In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced onychomadesis ("nails falling off wino explanation/nails falling off") and onychomycosis ("nail fungus"). In 2013, the patient was found to have weight increased ("weight gain"). In 2015, the patient experienced deep vein thrombosis (seriousness criterion medically significant) and thrombosis (seriousness criterion medically significant). On (B)(6) 2016, the patient was found to have ovarian cancer (seriousness criterion medically significant) with ovarian neoplasm, 9 years 7 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), headache ("headaches"), pelvic pain ("pelvic pain"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), alopecia ("hair loss"), dental caries ("tooth decay"), adenomyosis ("adenomyosis"), abdominal distension ("bloating"), loss of libido ("no sex drive"), tooth fracture ("teeth breaking") and herpes zoster ("shingles") and was found to have hormone level abnormal ("hormonal changes"), teratoma ("teratomas"), cervix carcinoma ("cervical cancer") and uterine cancer ("uterine cancer"). The patient was treated with surgery (complete infracolic omentectomy, appendectomy and hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the abdominal pain, ovarian cancer, autoimmune disorder, female sexual dysfunction, anaemia, thrombosis, dysmenorrhoea, dyspareunia, back pain, onychomadesis, headache, pelvic pain, bladder disorder and urinary tract disorder had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, deep vein thrombosis, nausea, fatigue, weight increased, abdominal discomfort, onychomycosis, psychological trauma, hormone level abnormal, teratoma, alopecia, dental caries, adenomyosis, cervix carcinoma, uterine cancer, abdominal distension, loss of libido, tooth fracture and herpes zoster outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, adenomyosis, alopecia, anaemia, autoimmune disorder, back pain, bladder disorder, cervix carcinoma, deep vein thrombosis, dental caries, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, herpes zoster, hormone level abnormal, loss of libido, menorrhagia, migraine, nausea, onychomadesis, onychomycosis, ovarian cancer, pelvic pain, psychological trauma, teratoma, thrombosis, tooth fracture, urinary tract disorder, uterine cancer, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight as of (B)(6) 2019: 180 lbs. Approximate weight at the time of essure placement 135 lbs. There were approximately 2-3 coils that were left outside the tubal ostia. As discrepancy noted in date of removal: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Abdomen scan - on (B)(6) 2016: a CT abdomen and pelvis on (B)(6) 2016 revealed a 17 cm complex cystic abdominal mass as well as bilateral hydronephrosis related to ureteral obstruction by the mass and a small dvt in the left common femoral vein.. Hysterosalpingogram - in (B)(6) 2006: result: total bilateral occlusion.. Pathology test - on (B)(6) 2016: diagnosis: 1) ascites fluid, cytology: - negative for malignant cells. 2) right fallopian tube and ovary, salpingo-oophorectomy: - mucinous cystadenocarcinoma, ovary (see comment). - fallopian tube uninvolved. 3) appendix, appendectomy: - benign appendix. - negative for carcinoma. 4) omentum, omentectomy: - benign adipose tissue. - negative for carc inoma. 5) uterus with left adnexa, hysterectomy and left salpingo-oophorectomy: - benign endocervical polyp, cervix, and endocervix. - benign secretory endometrium. - benign myometrium. - benign ovary. - benign fallopian tube. - negative for carcinoma.; on (B)(6) 2016: mucinous carcinoma of the ovary, stage-ic2.. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: abdominal pain, vaginal haemorrhage, ovarian cancer, fatigue the following information was received from social media hair loss, tooth decay, adenomyosis, cervical cancer, uterine cancer, bloating, no sex drive. The following information tooth fracture and shingles were added quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received events tooth fracture and shingles were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), genital haemorrhage ('abnormal bleeding (general)'), ovarian cancer ('tumor/teratoma / cancer type: ovarian carcinoma/malignant ovarian cancer'), deep vein thrombosis ('dvt') and thrombosis ('blood clots') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery, herpes simplex virus test positive, iron deficiency anemia, gerd, bronchitis and sciatica. Concurrent conditions included body mass index normal, vitamin d deficiency, urinary urgency, cystadenocarcinoma ovary and pneumonia. Family history included diabetes (maternal grandmother and paternal grandmother), cancer (maternal grandmother) and heart disease, unspecified (maternal grandfather). Concomitant products included apixaban (eliquis) from (B)(6) 2016 to (B)(6) 2016, ibuprofen since (B)(6) 2006, levofloxacin (lovenox) from (B)(6) 2016 to (B)(6) 2017 and omeprazole from (B)(6) 2016 to (B)(6) 2016. In 2006, the patient experienced genital haemorrhage (seriousness criterion medically significant) and anaemia ("anemia"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced migraine ("migraines / headaches"), nausea ("nausea") and abdominal discomfort ("discomfort in stomach"). In (B)(6) 2006, the patient experienced fatigue ("fatigue"). In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In january 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced onychomadesis ("nails falling off wino explanation/nails falling off") and onychomycosis ("nail fungus"). In 2013, the patient was found to have weight increased ("weight gain"). In 2015, the patient experienced deep vein thrombosis (seriousness criterion medically significant) and thrombosis (seriousness criterion medically significant). On (B)(6) 2016, the patient was found to have ovarian cancer (seriousness criterion medically significant) with ovarian neoplasm, 9 years 7 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain") and headache ("headaches"). The patient was treated with surgery (complete infracolic omentectomy, appendectomy and hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, deep vein thrombosis, nausea, fatigue, weight increased, abdominal discomfort and onychomycosis outcome was unknown and the ovarian cancer, female sexual dysfunction, anaemia, thrombosis, dysmenorrhoea, dyspareunia, back pain, onychomadesis and headache had resolved. The reporter considered abdominal discomfort, abdominal pain, anaemia, back pain, deep vein thrombosis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, onychomadesis, onychomycosis, ovarian cancer, thrombosis, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight as of (B)(6) 2019: (B)(6). Approximate weight at the time of essure placement (B)(6). There were approximately 2-3 coils that were left outside the tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.2 kg/sqm. Abdomen scan on (B)(6) 2016: a CT abdomen and pelvis on (B)(6) 2016 revealed a 17 cm complex cystic abdominal mass as well as bilateral hydronephrosis related to ureteral obstruction by the mass and a small dvt in the left common femoral vein. Hysterosalpingogram in (B)(6) 2006: result: total bilateral occlusion. Pathology test on (B)(6) 2016: diagnosis: ascites fluid, cytology: negative for malignant cells. Right fallopian tube and ovary, salpingo-oophorectomy: mucinous cystadenocarcinoma, ovary (see comment). Fallopian tube uninvolved. Appendix, appendectomy: benign appendix. Negative for carcinoma. Omentum, omentectomy: benign adipose tissue. Negative for carc inoma. Uterus with left adnexa, hysterectomy and left salpingo-oophorectomy: benign endocervical polyp, cervix, and endocervix. Benign secretory endometrium. Benign myometrium. Benign ovary. Benign fallopian tube. Negative for carcinoma.; on (B)(6) 2016: mucinous carcinoma of the ovary, stage-ic2. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: abdominal pain, vaginal haemorrhage, ovarian cancer, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received. Event "injury" nos was replaced with the events:abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), migraines / headaches, blood or heart disorder/condition type: dvt, blood clots and anemia, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), tumor /teratoma / cancer type: ovarian carcinoma/malignant ovarian cancer, tumor, pain-back, abdominal, fatigue, weight gain, nails falling off wino explanation/ nails falling off, nail fungus, discomfort in stomach, headache, complete infracolic omentectomy, appendectomy for ovarian mass. Concomitant conditions, drugs, historical conditions, lab data and reporters information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.